Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19nov2018. Philips fse (field service engineer) confirmed display was blurry and could not be adjusted or fixed without replacement. Screen was unclear near bottom right corner (faint graying). The fse replaced the printed circuit board assembly analog to resolve the issue. The unit has passed a performance verification testing and returned to clinical use.

Event description:
The customer reported that the screen required service due to a blurry display. There was no patient or user harm reported. The event date was not specified; estimate used.